Event description:
In the evening pt's caregiver was preparing for 12 hr overnight hyperalimentation/intralipid hookup. When priming filter on intralipid tubing caregiver filled it with intralipids but then noticed that filter was filled with air. Caregiver went on to hook pt up to hyperalimentation/intralipid at 10:20 pm. Caregiver noted that there were no pump alarms during the night. At 6:20 am caregiver awoke noting fluid in the pt's bed (a combination of intralipids and blood). Caregiver estimates approx 500 cc in bed linen. Clamped off hickman line. Called oncology office. Called 911. The pt was taken to emergency room.